Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an alert on high shock impedances out of range. Boston scientific technical services (ts) indicated to relay to the physician, and consider device based testing to verify actual shock impedance. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an alert on high shock impedances out of range. Boston scientific technical services (ts) indicated to relay to the physician, and consider device based testing to verify actual shock impedance. This s-ICD remains in service. No adverse patient effects were reported.} this s-ICD was explanted due to heart transplant, and it will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that; the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an alert on high shock impedances out of range. Boston scientific technical services (ts) indicated to relay to the physician, and consider device based testing to verify actual shock impedance. This s-ICD remains in service. No adverse patient effects were reported.}. This s-ICD was explanted due to heart transplant, and it will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.